Event description:
Treatment of a left unruptured ophthalmic aneurysm measuring 4mm x 4mm. It was reported that the patient underwent pipeline embolization on (B)(6) 2013 with a total of three pipelines implanted. Post procedure, the patient was experiencing a loss of acuity in his vision and a field cut at approximately midline. It was reported that the patient's vision is improving as per correspondence on (B)(6) 2013

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: fa-77425-16 / lot: 9661846 / dom: 10/25/2012 / exp: 10/25/2015. Model: fa-77475-14 / lot: 9606969 / dom: 06/22/2012 / exp: 06/22/2015. Reference (B)(4).